Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that patient experienced a pericardial effusion and right atrial perforation which was confirmed via ultrasound post operatively. High thresholds, no capture, oversensing and undersensing were noted on the right atrial (ra) lead. Surgical repair of the perforation was performed and the lead was revised and remains in use. No further patient complications have been reported as a result of this event.